Event description:
Smith's medical jelco protectiv plus 20g x 1" safety IV catheter was inserted into patient. After flash, rn went to withdrawal needle and released safety clip. Safety clip did not click. Unable to engage safety sheath after needle was removed from patient's vein. Dates of use: (B)(6) 2018; diagnosis of reason for use: IV infusion; "is the product compounded: no; is the product over-the-counter?: no"; event abated after use stopped or reduced: no; event abated after use stopped or dose reduced: no.